Event description:
An impella 5.5 device was inserted via the right axillary artery in a 57-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease (cad). The impella 5.5 was placed successfully without any intraoperative device-related issues. The surgeon then closed the pocket and placed a drain. Shortly afterward, the physician noted more bleeding from the pocket and into the drain than expected. Approximately 10¿15 minutes after closure, the surgeon elected to reopen the pocket, wash out the area, and identify and close any potential bleeding sources. No issues or concerns with the impella device itself were identified. The pocket was then reclosed successfully, and the patient remains on support. The reported major bleed requiring surgical intervention is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Investigation summary: major bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details.